Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet system, with blood glucose reaching approximately 39 mg/dl and self-treated with oral glucose; no device-specific malfunction or component issue was identified due to insufficient information. Symptoms included drowsiness and fatigue consistent with hypoglycemia. Outcomes included no lasting sequelae and no medical intervention or hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed that no findings were available and that medical device problem and component assessments were inconclusive due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.